Event description:
Customer reported port popped out or missing during thaw. Additional information received on: customer stated that it was not the d-ring that was missing and it wasn't the port that broke off. He stated that the donor tubing that was sealed, completely disconnected from the bag. This was noticed during thaw. He stated that they could not find the separated donor tubing. Customer stated that they did not use the cells on the patient and they had more then enough cells to infuse. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Event description:
Baxter device evaluation: the used cyrocyte bag was received for evaluation at baxter mountain home. The kit was visually inspected and the donor tube had broken off almost exactly at the top of the tubing sleeve, at a slight slant. Microscopic inspection showed that it was a clean break. The surfaces were shiny, with no cracking, crazing, stretch marks or evidence of pull-out or tubing failure. The complaint was confirmed in the lab for separated donor tube during the thaw of the bag. Investigative action at the subassembly and final manufacturing area has failed to uncover a manufacturing related cause that would contribute to this type of incident. Since the sealed donor tube was missing and not returned with the sample, it could not be evaluated for possible cause. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte donor tubing separation that was discovered when the bag was removed from storage for thawing. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag sterility breach there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). Upon completion of the sample evaluation a follow-up submission will be submitted.